Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. After customer attempted to change battery an unexpected restart alarm was received and was not able to clear alarm. Customer's blood glucose was 16 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. Unable to verify the unexpected restart alarm or perform functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart tests or the operating current tests due to no button response. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.